Event description:
Reporter stated that customer received the following results on the mobile system within 10 minutes and 1 minute respectively: 1. 230 mg/dl and 117 mg/dl 2. 272 mg/dl and 121 mg/dl sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.